Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was implanted. If explanted, give date: not applicable, as the lens was implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a white spot was found on an aab00 19.0 diopter lens during handling and prior to insertion. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The complaint sample returned in the original box. Visual inspection using magnification was performed. There was no lens observed in the sample returned. Only the box, lens case insert, implant identification card, implant notification card and directions for use (dfu) were returned. The lens and foreign material in question were not found. The reported issue could not be verified. No product deficiency was identified as there is no evidence to suggest that the complaint sample has been affected by manufacturing process. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.